Event description:
Caller reported a malfunction on the pump, specifically indicated by a malfunction code malf 0. There was no adverse impact to the customer's blood glucose level. Cts to replace pump. The customer was informed about using multiple daily injections (mdi) as backup therapy to ensure continuous insulin delivery.